Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey. Two patient experienced a needle detached malfunction and another three patient had experienced a needle dull mal function.